Event description:
According to the reporter, in a bilobectomy, five reloads were okay to fire, but the sixth reload did not fire. The surgeon tried to fire over the lung parenchyma and the handle made a cracking noise. Another reload was used but the handle did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another device from another manufacturer was used to complete the case. There was no patient injury.

Manufacturer narrative:
Concomitant product: egia45amt egia 45 artic med thick sulu (lot#: unknown); unknown egia su, unknown endo gia sulu (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the five reloads were okay to fire but not the sixth reload. The clamping mechanism was deformed. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. Also, the deformed clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument r eturn knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a bilobectomy, five reloads were okay to fire but not the sixth reload. The surgeon tried to fire over the lung parenchyma and the handle cracked. Another reload was used but the handle did not work. Another device from another manufacturer was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap, (lot #p3h1097) egiaushort, egiaushort endogia ultra univ sht stap, (lot #p3h1097) sigsdl45ctvt, sigsdl45ctvt 45mm vasculr/thin lng sd CT, (lot #unknown) sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in an open lobectomy, two staplers did not fire. Another device was used to complete the case.